Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by an email that a patient was hospitalized on (B)(6) 2020. Patient had blood glucose levels of 300 mg/dl. Patient had blood glucose levels stabilized at the hospital. No more information has yet been received.